Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): the complaint has been received as " ambient test failed, after the ambient valve exchange, the device works without any failure." The ambient valve test failed in service software. Health impact: none, no patient involved.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: additional information: final conclusion: it was found that the ambient valve no longer switches reliably or correctly. The root cause is material fatigue. The affected valve, serial number (B)(6), was delivered on (B)(6) 2013, meaning it has been in operation for over 12 years. The ambient valve was replaced and is back in use without any failure. Corrected and addtional information imdrf codes in section h6 updated.